Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The insulin pump was also received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported, the customer received a compromised force sensor system alarm. The customer reported the alarm has occurred five times during the prime rewind process. Customer's blood glucose was 189 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.